Manufacturer narrative:
A medtronic representative, following up with the site, reported that the inaccuracy was approximately 2-5mm.

Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated.

Event description:
A medtronic representative reported that, while in a spine procedure, the site alleged their no additional findings made. Lost accuracy. After loosing accuracy, they re-spun the patient. Later the issue reoccurred. No specific measurement, or direction, of the alleged inaccuracy was provided. The patient was re-spun 3 times, each time they lost accuracy they reported it was the same with all instruments. The surgeon was using a percutaneous pin reference frame and the surgeon confirmed it was seated properly. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was greater than one hour before continuing. There was no impact on patient outcome.